Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated an leak in iab circuit alarm. The alarm was increasing in frequency to every 10 minutes. Decreasing the augmentation setting by 2 bars resolved the issue. Over the next many minutes, the leak alarm did not reoccur. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Complete event site name - (B)(6). The device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided we will send a supplemental report with the additional information. Complaint record ID # (B)(4).